Manufacturer narrative:
Unit received with critical pump error (open book image). Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to critical pump error (open book image). Successfully downloaded history files and traces using thump. The adapt tool was utilized to search for any alarms that may have occurred in the past. During download history review, it recorded pump error 43 and pump error 35 were found in the history files or traces on the 1-apr-2024 starting at 00:51:33 through 11:36:00. Pump error 43 occurred eight times on 1-apr-2024 from 00:51:33 until 01:41:54. Pump error 35 occurred on 1-apr-2024 at 11:36:00. Pump was cut open to perform visual inspection and found corroded home switch and moisture on electronic assemblies. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, broken battery tube threads, damaged display window cover, cracked case-corner of belt clip rails and cracked case (battery tube). In conclusion, critical pump error (open book image) was confirmed due to pump error 35. Pump error 43 and pump error 35 were confirmed in the pump diagnostic trace on the event date due to moisture damage on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.